Manufacturer narrative:
The insulin pump passed the self test and displacement test. No unexpected pump error 53 alarm during testing however, the formatted history file confirmed pump error 53 due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they experienced a pump system error. The customer¿s blood glucose level was 8.8 mmol/l at the time of the incident. The insulin pump noted a software error was detected. It was reported that the insulin pump alarmed twice. The insulin pump will be returned for analysis.